Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that he was trying to do a bolus for the first time today and when they pushed the bolus button the screen locked up and would not do anything. Patient said they had to turn off the phone to get it to unlock and then when they went back to it again it thought it delivered the boluses dose and then it was locked out again. Agent had patient reboot the communicator and handset. Patient was able to connect to the pump and see the lock out screen. Agent walked patient through resetting both pieces of equipment. Agent reviewed to check at appointment next week to see whether or not the boluses went through. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated he went to the healthcare provider (hcp) today and he said to call the medtronic representative (rep) to interpret the reports. Agent walked patient through clearing patient data to help with the 90% lag. Additional information received from the patient indicated that "it was taking a long time to work. It took 3 minutes to work and they told me how to reset it to clear all the whatever gets built up so that it will run faster again", in reference to previously calling patient services regarding clearing data due to a telemetry delay. Patient services assisted the patient in clearing data.